Event description:
It was reported that during a superficial femoral artery (sfa) stenting procedure, a stent partially expanded. The lesion was located in the sfa. The lesion details are unk. The physician removed the sentinol vascular 6x79mm stent's external sheath, and observed that the stent was partially expanded. The external sheath was removed, and the stent delivery system was unable to be inserted into an unspecified 8fr introducer sheath. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt status is reported as "stable".

Manufacturer narrative:
(B) (4).